Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during treatment. The patient reported opening the cassette door and it being wet. Upon follow up, the peritoneal dialysis nurse (pdrn) confirmed that the patient was able to complete the peritoneal dialysis treatment using. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. Per the clinics standard procedure the patient was given prophylactic antibiotics. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.